Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported "ropes are torn" was not confirmed. The instrument could not place and driven on an in-house system. Visual inspection internal and external was performed, confirming no issue was detected with the grip and pitch cables. Manual articulation was performed, and the blades could be open by manual testing. Additional unrelated observation states the instrument was found to have dislodged proximal clevis. The dislodged proximal clevis is attached to the main tube. No pieces were missing. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.